Event description:
It was reported the catheter disconnected. The catheter was revised on (B)(6) 2013 and the pump was programmed to minimum rate mode. It was reported the health care professional (hcp) wanted to lower the concentration and remove the bupivacaine from the pump. A bridge bolus needed to be performed but the programming would not allow the hcp to select the current rate for the old drug desired dose. It was noted the lowest rate at which a bridge bolus could be programmed is the lowest simple infusion rate which was 0.9 milligrams per day. The hcp planned to leave the pump in minimum rate mode until the patient could be brought back to remove the drug through the catheter access port. The pump was being used to deliver bupivacaine and dilaudid. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11000r59, implanted: (B)(6) 2002, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709, lot# j11000r59, implanted: (B)(6) 2002, product type: catheter. (B)(4).